Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Medical records were provided and reviewed by a health care professional. Review of the available records identified no complications during the initial surgery. The 6 month and 1 year follow up notes state increase in anterior peripatellar pain level and decrease in patient satisfaction score. Device history record was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-01937, 0001822565-2019-01938, 0001822565-2019-01939, and 0002648920-2019-00333. (B)(4). Concomitant medical products: femoral component porous size g left catalog#: 00595201701 lot#: 63058432, articular surface size blue/c-h 10 mm height catalog#: 00595205010 lot#: 63680655, all poly patella size 32 mm dia. Standard 8.5 mm thickness catalog#: 00597206532 lot#: 63867507. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent left total knee arthroplasty. Subsequently, at the patient¿s one year follow up appointment, he is complaining of continued pain and stiffness that he treats with medication, as well as a decrease in overall satisfaction. Patient continues to engage in normal activity and plans no additional treatment.